Event description:
Caller tested 1.9 inr, 1.7 inr, 2.0 inr and 2.2 inr on the coaguchek xs system. Three out of the four tests were from different fingersticks, although which one was not a separate fingerstick is not known. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.